Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75x38mm promus element¿ long drug-eluting stent (des) was selected to treat a lesion. However, during the procedure, the shaft broke. The procedure was completed with another des. No patient complications were reported and the patient's status was fine.